Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no additional information is known for the below: what was the date and name of the procedure? What tissue was the suture used on? What date did the patient experience dehiscence? Was any medical intervention indicated, if so what? What is the current condition of the patient?

Event description:
It was reported the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that the suture broke post-op causing wound dehiscence. No further information was provided.